Event description:
This report is being filed due to a general comment reporting difficult deployment. In additional to the previously reported complaint captured in (B)(4), a general comment was reported by the account that when deploying the clip device, there are instances where certain angle tension on the system can affect a smooth deployment. Normal troubleshooting measures are taken. There was no adverse event.

Manufacturer narrative:
B3, d10: dates estimated. D4: the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. In this case, a general comment was reported by the account that when deploying the clip device, there are instances where certain angle tension on the system can affect a smooth deployment. All available information was investigated and based on the information provided the reported difficult or delayed activation (difficult to deploy the clip) appears to be related to patient conditions and user technique/procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.